Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The device was found to not be finishing bootup and physio isolated the issue to the system pcba. Due to a part obsolescence, the device cannot be repaired at this time. A replacement device was recommended.

Event description:
The customer contacted physio-control to report that their device screen was blank during morning checkout. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.